Event description:
Boston scientific received information that this right ventricular (rv) lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited oversensing that resulted in an unknown duration of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.